Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD)&#1042;ocedure, the patient had a right sided pneumothorax. The cause was unknown to device and the leads that were implanted. The patient was treated with morphine. The patient was a participant in the adapt response clinical study.no further patient complications have been reported as a result of this event.